Manufacturer narrative:
The insulin pump was received with a button error alarm and intermittent down arrow button response, due to corroded keypad traces. The device was also received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error while he was walking dogs at the beach. Customer's blood glucose was 80 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.